Manufacturer narrative:
No allegation of product malfunction reported. Although root cause cannot be determined, information suggest possible iliac vein laceration may be a contributing cause. No radiographs nor product have been returned for evaluation. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Received information stating one day post posterior lumbar interbody fusion patient required an additional unspecified surgery that was carried out by a vascular surgeon. Two days post-vascular surgery patient expired. No allegation of product malfunction.